Manufacturer narrative:
Analysis anticipated, not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the lead appeared to not look right according to the physician, but it was tunneled to the pocket anyway. After retrieving the lead from the tunneling tool sheath, the electrodes appeared to be pulling apart from the lead wire. The lead was removed and a new lead was placed with no issues. The patient was unharmed. There were no known contributing factors. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.